Manufacturer narrative:
Zoll has received the autopulse platform for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn 32612) persistently displays user advisory (ua) 12 (lifeband not present). The lifeband was replaced to troubleshoot the issue, but the ua12 advisory message persisted. Additionally, the customer reported that the autopulse platform makes a strange rubbing sound. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed user advisory 12 (lifeband not present) was confirmed based on the archive data review but not during the functional testing. The ua12 was not reproduced throughout the testing. Nevertheless, the reset switch was replaced as a preventive precautionary measure, as the component may have had some intermittent technical problems that could not be directly identified during the functional testing. The customer's complaint that the autopulse platform makes a strange rubbing sound was not confirmed during the functional testing. The archive data indicated multiple ua12 around the reported event date, confirming the reported complaint. Further archive review indicated multiple ua17 (max motor on time exceeded during active operation) around the reported event date, which was not reproduced during the functional testing and is unrelated to the reported complaint. The autopulse platform passed the preliminary functional testing without error or fault. The platform was tested by inserting a belt clip multiple times and turning the device off and on several times, and no issues were found. The belt switch assembly was checked, and it is within the specification. The platform was further subjected to a run-in test using lrtf (large resuscitation test fixture) for 15 minutes, and the test passed without any issues. The brake gap was cleaned and verified to be within the specification as a preventive measure for the ua17 errors observed in the archive. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).